Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-03170. It was reported that system diagnostics recorded high impedance on one lead. Reportedly, patient had multiple falls and significant weight loss. Surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead to address the issue. It¿s unknown which lead was liable, and both are being reported.